Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. Tandem technical support performed a system check and found that the cartridge needed to be changed.